Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Reportedly, there were two different spots of erosion where the lead shows in one side and could see the device in the other. And the leads pulled all the way back to the subclavian making it hard to be removed. Prior to the case the patient was treated with antibiotics. There was no additional adverse patient effects were reported. This lead was explanted.